Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred while the customer was asleep. Reportedly, the customer's blood glucose (bg) level was 359 mg/dl, and was addressed by delivering a bolus. During troubleshooting with tandem¿s technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.